Manufacturer narrative:
Investigation: per the customer, this collection was conducted for biotheraphy research, notpatient use.investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that 10 minutes into the continuous mononuclear cell (cmnc) collection procedure, the donor started coughing and feeling nauseous due to a suspected anticoagulant(ac) allergy reaction. The patient was then given 50mg of IV benadryl and zofran for the nausea. The procedure was ended. The donor is stable with no follow-up required. The customer declined to provide the patient's (donor) identifier and age. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes and additional MFR narrative. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the aabb therapeutic apheresis: a physician's handbook, the rate of adverse events during therapeutic apheresis is 4-5%, with most complications being minor and well tolerated. Per the spectra optia's essentials guide, the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Root cause: based on the description of events from the customer's statement, the cause of the patient's allergic reaction to the acd-a was the patient physiology.